Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation however, upon the initial inflation at 8 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 6.0 x 40, 75cm mustang balloon catheter. No patient complications were reported and the patient status was good.